Event description:
It was reported that after a shoulder procedure using an ambient super turbovac 90 ifs wand, upon removing the drapes, it was discovered that the patient has sustained a small superficial burn. The burn did not require any treatment and there were no further patient complications reported as a result of this event.